Event description:
The customer contacted stryker to report that their device's therapy cable connection was broken. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customers device and found the system connector for the therapy cable broken. The system connector cable assembly was replaced to resolve connection issue and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.